Manufacturer narrative:
Physio-control evaluated the customers device. The reported issue was unable to be verified and unable to be duplicated when tested with different batteries. No parts were replaced. Root cause was not established. The device passed the performance inspection procedure and was returned to the customer. The downloaded patient record and device keylog data were reviewed by a customer quality engineer and it was verified that the device inappropriately lost power 11 times during the reported event. It was observed in the keylog that battery 1 was at a "replace (dead)" status, and battery 2 was manufactured in 2009. The device operating instructions provide a recommendation to replace the batteries approximately every two years. Low batteries and old batteries can both contribute to unexpected loss of power. The cause of the issue is likely the batteries that were being used during the reported event. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There were no reports of adverse effects to the patient as a result of the reported event.